Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear, fracture, tibial loosening, and patellar loosening. Or due to inclusion of the polyethylene in the packaging recall. Additionally, a contributing factor to the reported wear may have been the result of being packaged in a non-conforming vacuum bag for more than five years. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported via legal documentation that approximately 36 months after a right total knee replacement procedure, the patient underwent a revision procedure to address loosening. Revision surgery operative notes were provided. Post operative findings noted significantly loose patella and tibial components with bone loss medially and a fractured polyethylene anteromedially and posterolaterally. Intraoperatively it was noted the femur demonstrated it did not appear to be loose. No surgical or medical interventions were reported. No additional information is available.

Manufacturer narrative:
D10: (B)(6) 02-020-13-0320 - truliant cr cem fem cr cem right sz 2. (B)(6) 02-022-47-2009 - truliant tib imp cr ins std sz 2, 9mm. (B)(6) 204-32-01 - fluted stem extension 11l x 12 mm. (B)(6) 204-70-00 - tibial stem ext. Screw. (B)(6) 200-02-35 - three peg patella 35mm. Multiple MDR reports were filed for this event, please see associated reports: 1038671-2022-01121. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.